Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/ respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a review of the device data revealed respiratory rate trend (rrt) artifact on the atrial channel which was oversensed and resulted in minute ventilation (mv) being disabled. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.

Event description:
It was reported that a review of the device data identified pacing impedance measurements greater than 2000 ohms on the atrial channel. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.